Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the cord was discarded following the procedure. The cause of the user's experience could not be conclusively determined; however, the non-olympus instrument used with the cord cannot be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The hospital reported that during a laparoscopic cholecystectomy the cord sparked, and a small flame was noted around the connection point with the spatula (non-olympus instrument). The procedure was completed with a different cord and spatula. There was no patient injury reported.